Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a patient interface lost suction during treatment. The patient interface was exchanged and the flap was completed with no harm to the patient. No additional information available.

Manufacturer narrative:
A company representative identified the reported event had to do with procedures on donor tissue. The company representative identified a different artificial anterior chamber that is to be used for these type procedures. Light reflection from the artificial anterior chamber (used at donor tissue surgery) lead to the reported event. The manufacturer internal reference number is: (B)(4).